Manufacturer narrative:
Carefusion complaint #: (B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr was able to duplicate and confirm the reported issue. The fsr replaced the gas delivery engine and perform all associated calibrations and software configurations. The device was tested and is now working appropriately to service specifications. The suspected components have been sent and received in carefusion's failure analysis lab and investigated further. Upon completed of the root cause investigation, a supplemental report will be submitted.

Event description:
The customer originally called technical support asking questions on preventative maintenance for replacing his avea ventilator's battery. At a later time, the customer called back and stated that even with a new battery, he is having power related issues. He stated that when unplugging his ventilator from wall a/c power, it does not switch to the battery power source and the device stops ventilating. As this occurred during service of the ventilator, there is no patient involvement.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis laboratory (fa lab) received a suspect gas delivery engine (gde) for evaluation. The reported issue of the ventilator shutting down was not duplicated but the reported charging issue was duplicated. The root cause was isolated to the power driver board assembly as they were unable to provide an electric charge during testing.